Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. Analysis of the ins recharger ((B)(4)) found that it had a defective recharge board and a broken lcd display. All codes apply to the ins recharger ((B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins recharger (insr) screen was blank but that they were still able to charge with it. The patient had been using the patient programmer to check charge level. The patient stated that they have never able to fully charge the insr. It was also reported that the insr was causing the patient's skin to burn while charging because they charged for a long time every night while they were sleeping. It was noted that the patient had to keep the ins antenna almost exactly over the ins site to get full coupling, and that there wasn't much variation in how you could move it. No further complications were reported.

Manufacturer narrative:
(B)(4) now applies to the ins recharger (37751). If information is provided in the future, a supplemental report will be issued.